Event description:
A caller reported a malfunction alarm on their pump, identified as malfunction 199 in the tandem source system. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for the replacement of the pump and confirmed the customer would use multiple daily injections as a backup therapy. Additionally, the customer was guided on how to set the pump into storage mode before returning it, which was acknowledged and understood.